Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory further indicated a lead impedance out of range alert and oversensing due to non-physiologic signals/sic (sensing integrity counter). The 3762 ventricular short interval counts (sic) occured since (B)(6) 2013. Six (6) non-sustained tachycardia (nst) episodes and 2 ventricular fibrillation (vf) episodes of less than 220 ms v-v cycles are recorded on (B)(6) 2013. An out of tolerance sub-threshold lead impedance alert was recorded on (B)(6) 2013. Maximum rv pace impedance rose from an approximate baseline of 1000 ohm the week ending (B)(6) 2013 to greater than 4000 ohm the week ending (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited a possible fracture with high impedances. The lead was capped and re placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4574 implantable pacing lead 2007 (B)(6). (B)(4).